Event description:
The customer's mother reported that the customer was hospitalized with blood glucose levels in the 400s-500s (mg/dl). A follow-up phone call with the customer's mother indicated that the customer is out of the hospital and doing much better. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.